Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A customer reports that a pt is undercorrected in the right eye following bilateral lasik surgery. This report is for the right eye, the left eye is being reported on MFR report number 3003288808-2010-00442. During the surgical procedure, the system displayed a 'high voltage' message. Add'l info has been requested.